Event description:
It was reported that the patient never had therapeutic effect. The patient was only feeling stimulation in her tailbone, and it was uncomfortable. When stimulation was turned down, the patient did not feel anything. The patient tried all four programs, but the results did not change. It was reported that the patient was scheduled for a revision on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient did not have any concerns with her device or therapy.

Manufacturer narrative:
Lead model 3889-33, lot # v971529, implanted: (B)(6) 2012, explanted: na; programmer model 3037, serial # (B)(4).